Event description:
It was reported that there was an liquid crystal display bleed during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed missing rear top label. During functional check, the reported complaint was duplicated. Liquid crystal display bleed issue found during the investigation. Issue is customer induced. Replaced liquid crystal display.